Event description:
The event involved a 15 units of ext set tubing pur yellow with spike, y-clave, clamp, luer check valve. The customer reported the following issue: ¿for the past three days, we have received five reports from the oncology day hospital and the oncology inpatient unit indicating that the chemotherapy drugs were not flowing through the tubing. Three were eventually administered by aspirating with a syringe¿. The customer didn¿t have the exact date of the incident, but these preparations were made on june 1st and 2nd. The incident was observed by plugging the preparation onto the tree. When the ide unclamped the tubing, she did not see any liquid "flowing". The therapy was completed without any delay. The drug used was cetuximab. The customer observed no physical defects in the device. There was patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.